Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high, out-of-range shock impedance measurements. Measurements and trends indicated shock impedances had been in the low 90 to high 110 ohm range for the past year. It was noted that the last delivered shock was approximately two years ago and the shock impedance was acceptable. Technical services (ts) discussed troubleshooting options and continued monitoring. No adverse patient effects were reported.